Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced their stimulation being off, but they did not remember having turned the stimulation off themselves. Review of device interrogation records from (B)(6) 2019 showed impedances ranging from 26450-40000 ohms for electrodes 1 and 9, including impedances of 40000 ohms for electrode pair 0-1 and 1-9. Additionally, the device interrogation records indicated a watchdog timeout power on reset (por) occurred on (B)(6) 2019. The por occurred on (B)(6) 2019 at 14:32:00, causing the patient¿s stimulation to turn off, and therapy became available again on (B)(6) 2019 at 14:44:20. The device was turned on prior to the por on (B)(6) 2019 at 12:37:37 and the device was turned on once again on (B)(6) 2019 12:11:36. It was stated that since the patient was not seen by their physician following the (B)(6) 2019 collection of device data, the cause of the event was not determined. It was hypothesized however that the ¿patient probably just had forgotten to turn the stim back on.¿ it was noted the incident had only happened once as of (B)(6) 2019. There were no further complications reported or anticipated.